Event description:
It was reported that that patient underwent surgical intervention at unknown date for unknown reason wherein the entire system was explanted.

Manufacturer narrative:
Reporter phone number (B)(6). Date of explant is unknown. Date of event is estimated. During processing of this complaint, attempts were made to obtain explant information. Further information was requested but not received. A patient's ipg was explanted for an unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.